Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank screen while customer was driving to home. Customer¿s blood glucose was 220mg/dl. Customer stated that blank screen did not disappear even after troubleshoot. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments/partial display anomaly due to blank display.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).